Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that the patient was enrolled in to the triathlon ts study and crf's received stated their previous implant was a stryker knee, being revised for a failed femoral component. X-rays and op-notes have been requested.

Event description:
It was reported that the patient was enrolled in to the triathlon ts study and crf's received stated their previous implant was a stryker knee, being revised for a failed femoral component. X-rays and op-notes have been requested.

Manufacturer narrative:
The patient is (B)(6). An event regarding failure of an unknown femoral component was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Medical history, progress notes, and op reports are needed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient was enrolled in to the triathlon ts study and crf's received stated their previous implant was a stryker knee, being revised for a failed femoral component. X-rays and op-notes have been requested.

Manufacturer narrative:
The patient is (B)(6). An event regarding failure of an unknown femoral component was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.